Event description:
Account reported a clinical isolate that yielded a raoulltella ornithinolytica identification on a microscan rapid neg bp combo panel type 3. Account retested isolate on a microscan dried neg combo type 30 panel and klebsiella oxytoca identification was proviced. Isolates were provided to dade behring for evaluation. There was no report of adverse health consequences to the patient as a result of the identification that was obtained.

Manufacturer narrative:
Evaluation codes: requested clinical isolate from user for evaluation. Routine mointoring of complaint history and performance trends to ensure performance is within claims. Evaluation: in-house testing of user-provided isolate, confirmed the klebsiella oxytoca identification. The mis-identification was duplicated for this clinical isolate on a rapid gram negative panel. R ornithinolytica is similar to k. Oxytoca; with the exception that ornithine is positve. This isolate was ornithine negative on both the rapid and dried overnight panels. This was confirmed using a conventional tube ornithine. Evaluation: conclusions: unusual event- in-house testing of user provided isolate, confirmed the klebsiella oxytoca identification. Mis-identification was duplicated for this clinical isolate on a rapid gram negative panel. For the user- provided clinical isolate, the following reactions on the rapid gram negative panel were atypical for k oxytoca: nag, dcb, dcb2, onb (all false positive).